Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar cautery instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of the lodged tube adapter to be related to the customer reported complaint. For clarification, the monopolar cautery instrument was found to have a lodged piece from the spatula tip accessory in the tube adapter. An in-house spatula tip accessory was installed on the instrument's tube adapter successfully after the lodged component was removed. The monopolar cautery instrument was found to have a broken tube adapter. No material appears to be missing. Root cause of this failure is attributed to mishandling/misuse. No image or video clip for the reported event was submitted to isi for review. Per log review, the monopolar cautery instrument (part # 430007-55/s10190815 0009) was last used during a tongue base resection - malignant procedure on (B)(6) 2022 via system sp0073 with 23 uses remaining. This complaint is considered a reportable event due to the following conclusion: it was alleged that the monopolar cautery instrument had a piece of metal left in the tip. It is unknown if a fragment fell inside the patient during a da vinci assisted procedure. At this time it is unknown what caused the metal to be left in tip.

Event description:
It was reported that after a da vinci-assisted malignant tongue base resection procedure, monopolar cautery instrument was found to have a piece of metal left in the tip. It is unknown if the procedure was completed. There was no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.